Event description:
A patient was implanted with a ventriculo-peritoneal derivation using a su8 valve. The surgeon observed several pressure changes of the valve while the patient was not surrounded by potential magnetic fields. The patient suffered from successive hypo and hyperdrainage phases, resulting in headaches, fainting, tinnitus, followed by emergency hospitalisation for pressure adjustment. The valve was explanted and replaced by a single-pressure valve.

Manufacturer narrative:
The explanted valve was returned to our facility and analysed following our quality control procedure. The valve was not returned in sterile water, as recommended by our IFU : the analysis can be more complicated to perform. Visual examination: no marks are visible on the body but a colorless liquid filled with suspended deposits are observed, some deposits are visible on the rotor. Functional control: the ability of the valve to perform as intended was tested. Circulation of air and alcohol remains possible and the ball is not stuck on its seat; after cleaning the valve, the programmation is possible; we find that the valve disturbs from time to time at random. In conclusion, the defect is confirmed; the root cause is not established.

Event description:
A patient was implanted with a ventriculo-peritoneal derivation using a su8 valve. The surgeon observed several pressure changes of the valve while the patient was not surrounded by potential magnetic fields. The patient suffered from successive hypo and hyperdrainage phases, resulting in headaches, fainting, tinnitus, followed by emergency hospitalisation for pressure adjustment. The valve was explanted and replaced by a single-pressure valve.